Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 22.5 mmol/dl. It was unknown if auto mode was active or not at the time of incident. Customer reported they received insulin flow block alarm and the event was resolved by changing the set and reservoir. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.